Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pico14 was applied on as an action site had (B)(6) 2020 following total hip replacement, and dressing became detached. As a result of device deficiency the site had replaced the pico14 with pico7 system and discarded the pico14. No adverse event as a result of this.